Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The chain on the link-25 system was re-installed, calibrated the o2 needle valve minimum flow and did link-25 system calibration. No report of patient involvement. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported a malfunction that could cause a hypoxic mixture in the patient circuit. There was no report of patient involvement.